Event description:
It was reported to medtronic minimed that the customer experienced a cracked pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1885 and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with minor scratched lcd window and scratched case during the visual inspection. No cracks on the lcd window noted. Pump received with missing segments due to cracked and bleeding lcd glass. Pump alarmed pump error 38 during the rewind test. Unable to perform the displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found cracked and bleeding lcd glass. Swapping out test motor confirms pump error 38 due to jammed motor gearbox. Pump error 38 alarm confirmed due to jammed motor gearbox. Pump received with missing segments due to cracked and bleeding lcd glass. Cosmetic damage at screen or lcd window (crack) was not confirmed, however, other cosmetic damage was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.